Event description:
This senior female was admitted to critical care via the emergency room for acute kidney injury, altered level of consciousness and aspiration pneumonia. On hospital day #3, a bard dignishield stool management rectal tube was inserted due to large amounts of diarrhea without incident, in accordance to manufacturer's instructions (per our investigation). The rectal tube was removed on hospital day #5, and reinserted without incident on hospital day #8, in accordance with manufacturer's instructions (per our investigation). The rectal tube was removed on hospital day #11 without incident. On hospital day #12, the patient was transferred from critical care to telemetry unit. On hospital day # 13, the patient began to complain of acute abdominal pain. She was worked up for presumed gallbladder disease; however, on CT of the abdomen/pelvis, the study was significant for intraperitoneal air. A surgical consultation was performed, and the patient was taken to the operating room emergently for an exploratory laparotomy. Three intra-abdominal abscesses were found, as well as a 4-6cm perforation and necrosed anterior pelvic wall. Drainage of the three intra-abdominal abscesses, a low anterior resection and creation of an end descending colostomy was performed. The patient was discharged to a long-term acute care facility. The surgeon suspects the perforation was caused by the rectal tube balloon.